Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts were bunched towards the center of the stent and that as a result the distal edge of the stent was positioned 10mm from the most distal crimp mark. This type of damage is consistent with the stent meeting a resistance or an obstruction during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the device was crimped in the correct location during manufacturing. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-sep-2015. It was reported that the device was defective. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy&#10244;rug-eluting stent was selected for use to treat the target lesion. However, during the procedure, the physician noted a faulty synergy stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.